Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Emt reported via phone call that the plunger would not reset. Customer had been high blood glucose and the device was unable to rewind. Customer had not been on the device customer was taken to the hospital by the emt. Customer's blood glucose was over 600 mg/dl. Customer will not be returning the device for analysis.